Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when light guide lens and objective lens had cracks. Besides the reportable malfunction of foreign material on the light guide lens, the evaluation found the following non-reportable malfunction(s): distal end insulation test failed; scratches on the flexibility adjustment ring, grip, scope cover case; aw-cylinder had no color; due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; due to dirt on objective lens, the image had partial dark area; due to wear of angle wire, the play of right/left knob and up/down knob were out of the standard value; adhesive on bending section cover had a crack; universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the colonovideoscope had defects on the distal end (including lens and cover). It was not specified during what type of use the event occurred or was observed. The device was returned and during the device evaluation the following reportable malfunction was found: foreign material was found on the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: reprocessing steps were unable to be confirmed following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the lg-lens could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.